Event description:
The customer complains about blood leak during treatment. Qb=260 ml/min; uf rate: 0.8 l/hr; venous pressure = 175 mmhg; dialysate pressure = 160 mmhg; there was insignificant blood loss. No medical intervention was needed. No serious injury.